Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
Customer reported a false positive result with ID now covid-19 2.0 test kit 24t japan, taken on (B)(6) 2023. Confirmation testing was conducted using an unknown pcr platform on an unknown date, generating a negative result. Customer also reported testing covid positive with an unknown pcr platform on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use device, discarded.

Event description:
Customer reported a false positive result with ID now covid-19 2.0 test kit 24t japan, taken on (B)(6) 2023. Confirmation testing was conducted using an unknown pcr platform on an unknown date, generating a negative result. Customer also reported testing covid positive with an unknown pcr platform on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.